Event description:
During a patient use, it was reported that the device powered on/off repeatedly and illuminated the service wrench while in use with a fully charged battery. The device was reported to operate normally thereafter (next day) but was removed from service. The device use had no adverse effects on the patient and there were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported power on/off problem. Physio isolated the failure to the system pcb assembly and continues to investigate the reported failure. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.